Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. Hematoma is a known, inherent risk of surgery. Part numbers, lot numbers, manufacturing dates and expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# 157757, mfd. 05/17/13, expires 2018-05, UDI (B)(4). 2nd (second): ifuse implant, p/n 7050-90, lot# 493568, mfd. 09/23/15, expires 2020-09, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493734, mfd. 07/08/16, expires 2021-07, UDI (B)(4).

Event description:
In (B)(6) 2016, the patient underwent right side si joint arthrodesis where three implants were placed. Approximately three weeks after the surgery, the patient reported a hematoma. The surgeon aspirated the hematoma and the patient was subsequently released. The status of the patient following the hematoma procedure is not yet known.